Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for episodes that should have been withheld. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.